Manufacturer narrative:
The .018 40 5x4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter was inflated twice for 20 seconds at 16 atmospheres (atm) at the stenosis part; however, it ruptured on the second inflation. Fortunately, the stenosis part had inflated well, and the procedure was completed. There was no reported patient injury. This is a dialysis patient and the procedure performed was a shunt pta case. Eccentric calcification was found in the lesion. Additional procedural details were requested but are unknown. The device was not returned for analysis as it was discarded by the facility. A product history record (phr) review of lot 17657079 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. Without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. However, the procedure performed was a shunt percutaneous transluminal angioplasty (pta) case and the lesion was noted to have eccentric calcification. Arteriovenous shunts are often scarred and fibrous in nature and therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. It is likely all of these factors contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the .018 40 5x4 slalom thrill percutaneous transluminal angioplasty (pta) was twice inflated for 20 seconds at 16 atmospheres (atm) at stenosis part however, it ruptured on the second inflation. Fortunately, the stenosis part had inflated well and the procedure was completed. There was no reported patient injury. It¿s a dialysis patient. This was a shunt pta case. Eccentric calcification was found in the lesion. The device will not be returned as it was discarded by mistake.